Event description:
Patient required port for rhabdomyosarcoma, presents for port removal. On removal the port tubing was stuck to the superior vena cava, after attempted removal it was determined that there was greater risk to the patient to continue to attempt removal and was left in place.